Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button damaged) was confirmed. As received, the front response button was missing. The root cause of the damaged response button is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a response button on a patient's monitor was damaged.